Manufacturer narrative:
Sc-1200 (sn (B)(6)), the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2218-50 (sn (B)(6)), the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2218-50 (sn (B)(6)), the returned lead was analyzed and x-ray inspection revealed that electrode 3 of the distal end had a fractured cable right at the weld nugget. The fractured cable was not exposed. With all the available information, boston scientific concludes that the allegation of stimulation inadequate was confirmed. The damage to the lead typically occurs when excessive tensile force is exerted onto the body and connector section of the lead.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. No further information could be obtained at this time.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50 serial: (B)(6). Batch: 7070402/5174341.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent explant procedure. No other information obtained at this time.